Event description:
Customer reportedly received the following results on the aviva system within 10 minutes. 246 mg/dl and 120 mg/dl; 285 mg/dl and 143 mg/dl; 289 mg/dl and 130 mg/dl. The reported values were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has the test strips; replacement was sent.